Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The device runs only on battery power and will not operate on alternating current (ac) power when connected. The bme reported, with the unit off and ac connected, there was no liquid crystal display (lcd) illumination on the front. The bme verified there was power from the ac to the power supply but none from the power supply. The rse advised replacement of the power supply. Multiple attempts were made to try to obtain further information about this case, but no response received from the customer.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator operates exclusively on internal battery power. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The device runs only on battery power and will not operate on alternating current (ac) power when connected. The bme reported, with the unit off and ac connected, there was no liquid crystal display (lcd) illumination on the front. The bme verified there was power from the ac to the power supply but none from the power supply. The rse advised replacement of the power supply. The investigation is ongoing.